Event description:
Trialysis catheter started leaking from blue return side of catheter due to fracture. Replacement catheter inserted, two days later fracture occurred (possibly secondary to twisting over time). Pt was on continuous venous-venous hemodialysis. Dates of use: (B)(6) 2018, 2 days. Diagnosis or reason for use: continuous venous-venous hemodialysis; leaking catheter replaced with replacement on (B)(6) 2018.